Event description:
Additional information received from the healthcare provider reported that the notes from the refill on (B)(6) 2016 say, "pump does not appear to be overinfusion baclofen."

Event description:
Additional information received reported that diagnostics included x-rays of catheter and pump log eval. Actions and interventions taken to resolve the episodes of somnolence and low tone were dose decrease which helped some but tone increased. The healthcare provider was not sure of the cause was questioning overinfusion. The issue was better but not resolved with lower dose.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 463.3 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient had periodic episodes of somnolence and low tone. The episodes started suddenly a couple of months ago and happened about one time per month initially then increased to approximately one time per week and now it was about once every few days. The hcp was wondering if the pump could be overinfusing; however, the volume discrepancies from the past refills were fairly close to expected. The differences ranged from 0.3 to 2.1 ml and at the last refill in (B)(6) showed approximately 0.2 ml less than expected. They had done 2 decreases since the last refill in (B)(6). They were planning to check the volume today to see if there was a discrepancy. The reporter was asked if the patient also had episodes where it seemed he wasn't getting therapy and the reporter didn't think so. It was unknown if the issue was system-related. Additional information was received on 01-mar-2016 from the hcp and it was reported that they are not sure of the cause for the patient's symptoms. She saw the patient initially regarding the issue on (B)(6) 2016 and the patient was experiencing intermittent somnolence for days at a time with urinary retention issues, inability to eat or drink, and shallow breathing during the periods. At that appointment, they did x-rays and checked the pump logs. Both looked fine. They decreased the pump dose by 8%. The patient was next seen on (B)(6) 2016 and their periods of somnolence were improved but still occurring. She checked the reservoir at that time and there was 10ml aspirated when 5.7 was expected. She put the medication back into the pump and decreased the dose by 14%. She stated that the patient has a pump refill scheduled for (B)(6) 2016 and they would reassess the volume and pump logs. She said that her next step would be to refer the patient to neurology if no issue was found with the pump. She had no additional information regarding the event.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient was better as they had turned the pump down. The patient was not "cationic for 3 days." The logs had been checked and they did not find any issues. The hcp stated that the volume discrepancies were well within specification. They were getting more back than expected, not less. The patient felt strongly that something was wrong with the pump and was debating on a replacement. The patient felt something was going on the night before the episodes and could almost predict when they would happen. The patient reported "something moving around the pump" the patient felt "something change with the pump." It was reported that the patient's symptoms were less intense since they lowered the dose but it was still happening episodically. The hcp reported they could not go any lower with the dose because the patient's tone was "crazy" and the patient was "back to baseline." The patient was referred to a neurosurgeon because they thought they were having abdominal migraines but the neurosurgeon didn't think it was that either. The hcp did not think the patient did anything out of the ordinary prior to the episodes. The hcp did not know if the episodes were related to positional changes. It was noted that the patient had not had a refill since last call in (B)(6) 2016. The pump system was delivering gablofen 2000mcg/ml at 463.3mcg/day.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. As received the pump reservoir was empty and running in simple continuous infusion mode. Pump memory log was free from any anomalies. Pump passed dispense accuracy testing. No evidence of anomalies was found with the pump. Returned catheter analysis found a user related hole in the catheter body. (B)(4).

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider. The pump and catheter were explanted on (B)(6) 2016. It was noted that the system was explanted due to suspected intermittent malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.